Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient underwent a surgical procedure for an elective device replacement. During this procedure, this right ventricular (rv) lead was capped due to high pacing thresholds. The cause for the elevated thresholds was not determined. No adverse patient effects were reported.